Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016. The fse observed 2-3 loose pads in the strip provider module (spm) and 2-3 loose pads in the waste bin. The fse cleaned the spm and loaded a new batch of strips. Customer was advised to check for any loose pads before loading strips into the spm. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported that 4-6 strip pads had fallen off into the strip provider module (spm) of their ichem velocity instrument. Erroneous patient results or effect to patient treatment in connection to the event has not been reported by the customer.